Event description:
The lay user/patient contacted lifescan alleging the meter displays error 1 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultra meter would power off during use. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6) 2010, the patient noted the reported meter would power off during use; she was unable to obtain a blood glucose reading. At an unspecified time afterwards, the patient experienced the symptoms of sweating and she was "overheated". The patient did not report taking any actions or seeking any medical attention or treatment. Troubleshooting revealed the patient had correctly replaced the meter's battery, and there had been no misuse. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the meter power issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.